Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced defective/damaged tubing, and difficult safety mechanism/needle removal/disengagement. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Per customer email: I just wanted to alert this group that this morning we had a 20 ga. IV catheter malfunction while being inserted into a patient. The needle would not completely withdraw from the assembly and despite multiple attempts by staff, was stuck halfway out of the assembly. The catheter was removed and the rn placed an IV elsewhere. When the ed team started to discuss the issue, other rns reported having similar experiences with the ivs malfunctioning during insertion in the past few weeks, requiring repeat attempts for access. One rn said that her patient went to CT and the tubing on the catheter malfunctioned despite having just been flushed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced defective/damaged tubing, and difficult safety mechanism/needle removal/disengagement. Product defects were noted during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Per customer email: I just wanted to alert this group that this morning we had a 20 ga. IV catheter malfunction while being inserted into a patient. The needle would not completely withdraw from the assembly and despite multiple attempts by staff, was stuck halfway out of the assembly. The catheter was removed and the rn placed an IV elsewhere. When the ed team started to discuss the issue, other rns reported having similar experiences with the ivs malfunctioning during insertion in the past few weeks, requiring repeat attempts for access. One rn said that her patient went to CT and the tubing on the catheter malfunctioned despite having just been flushed.